Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and possible issues with the management of their therapeutic anticoagulation and antiplatelet therapy. There are possible patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. Device remains implanted.

Event description:
A report was received that a patient experienced a stroke. Details regarding the patient's symptoms, the results of any diagnostic testing or treatments provided with their results have not been provided. She is reported to have been hospitalized and discharged. No further information has been provided.

Manufacturer narrative:
Additional information received indicates that the patient reported visual changes and left face and leg weakness one hour prior to being admitted to the emergency department. A head computerized tomography (CT) scan revealed findings compatible with an acute infarct and a CT perfusion scan revealed a deficit in the right posterior cerebral artery (pca) territory consistent with her reported visual symptoms. The day before the patient's presentation, her international normalized ratio (inr) had been 1.3 and she was deemed to not be a candidate for tissue plasminogen activator (tpa) therapy. The patient is reported to have been compliant with her anticoagulation therapy and had not made any changes to her diet. The patient was discharged home on (B)(6) 2017 and is reported to have been asymptomatic at that time. The patient's physician believes that the event was related to the patient's device. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.